Manufacturer narrative:
Serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station required a full synchronization and was in disconnected mode. A technical support specialist dialed into station and logged in as carefusion admin, followed knowledge article (ka) - proper data sync 2.0 procedure to perform a proper database synchronization on the station. The station was initially unable to synchronization due to an error, then followed knowledge article (ka) - medstation es full sync failure post 1.7.4 upgrade - error starting grpc call to resolve the issue, after which the station successfully completed the synchronization, confirmed that the station was communicating with the server by reviewing the database synchronization log and health sight viewer (hsv), rebooted the station back into carefusion application, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server o_pacu device was in disconnect mode after the server migration and required a full sync to the new server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.